Event description:
Customer reported that sometimes when he inserts a new battery into the insulin pump the screen stays blank. Customer is not using the recommended battery type. The insulin pump does not show signs of physical damage. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was instructed to insert a new battery as soon as possible and if the display does not return revert to back up plan until the replacement battery cap arrives. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.